Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini meter read inaccurately low. The complaint was classified based on customer care advocate (cca) documentation and information obtained in a follow-up call by medical surveillance (ms). The patient reported that on (B)(6) 2015 at 04:00pm she obtained a result of "130mg/dl" on the subject meter which she felt was inaccurately low in comparison to a result of "180mg/dl" obtained on a lab device, performed within 10 to 30 minutes of each other. The patient did not consume any food or medication between the results. Based on statistical methodology, the calculated difference in results exceeds lifescan's criteria for accuracy. The patient manages her diabetes with oral medication, diet and exercise and continued her usual dose of "one pill morning and night" in response to the alleged issue. The patient reported that "5 hours" after the alleged issue occurred, she "fainted" and that she received treatment from a healthcare professional (hcp) with "one dose glimepiride". During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. Replacement products were sent to the patient. This complaint is being reported as the patient suffered a symptom that meets lifescan's criteria of a serious injury and subsequently received medical intervention from a hcp after the alleged meter issue occurred.